Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis greatbatch medical manufactured the flexible cannulated reamer, 385mm, p/n 359.115, lot 6590718. Due to an unknown cause, the cannulated reamer tip broke off of the part. The material of the flexible shaft was determined to differ from the suppliers specifications. The material of the reamer was determined to be as specified. Material hardness values could not be determined due to part geometry. The instrument conformed to all dimensional specifications at the time of manufacturing. The reamer withstood the specified amount of torsional force. The diameter of the reamer and its cannulation were confirmed to be within specification. A CAPA determination has been opened.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the reamer head got detached from the shaft during reaming in a multiloc surgery.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records revealed the flexible cannulated reamer was manufactured by greatbatch medical. (B)(4). No non conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Our investigation has shown that the weld connection between the flexible shaft and the reamer head has broken off during reaming. There are no other damages visible. Unfortunately no further details have been provided in order to determine the exact cause which has lead to this damage. We can only suppose that to much mechanical force may have been the cause of this breakage.